Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #4 failed to integrate due to lack of primary stability and was placed and removed immediately during surgery.

Manufacturer narrative:
This report is being submitted to relay corrected data/information. The event date and implant/explant date was initially reported as (B)(6) 2021 and is being corrected as (B)(6) 2021.

Event description:
No additional event information at the time of this report.